Event description:
On 11/19/1999, the distributor informed the MFR that a customer in their territory experienced a problem with a product. The facility, catalog/lot number, pt/physician, event date, etc was not known at the time of the contact. On 11/19/1999, the MFR faxed a blank pcr report to the distributor for completion. On 12/09/1999, the MFR received the completed pcr form that states the following: the physician opened both devices for the procedure; physician claimed both balloons leaking. The devices are scheduled to be returned to the MFR for analysis; however, the devices have not been returned to date. No further details are available at this time. Submitted to the FDA 12/16/1999.